Event description:
The customer reported via phone call that she was experiencing high blood glucose. The customer stated that she sometimes had bent cannulas on the infusion sets but that everything was fine at the time of the call. The customer's blood glucose was over 500 mg/dl. The customer treated her high blood glucose with a manual injection and insulin. The customer expressed that she did not experience high blood glucose symptoms. The customer stated that she was sick the previous week. While troubleshooting, the customer stated that the drive support cap appeared normal, that there were no air bubbles present and that no leaks were observed. The customer was advised that her supplies would be replaced. The customer agreed to return the infusion set for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.